Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) level was 40 mg/dl. Customer consumed carbohydrates to address bg level. A replacement pump was sent to the customer for customer satisfaction. The customer continued to use the pump for insulin therapy.